Event description:
It was reported that this electrode exhibited a shock impedance measurement of greater than 125 ohms during a device changeout procedure for this patients subcutaneous implantable cardioverter defibrillator (s-ICD). This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.